Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged unwellness to his chest prior to his death. The patient expired and the cause of death was cerebral palsy. The customer refuses to return the device to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and patient alleged unwellness of his chest , patient expired and cause of death was cerebral palsy. The patient did not report to receive medical intervention. After the first attempt to have the device and components returned for evaluation, the customer stated that the device will not be returned. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.